Event description:
Spontaneous call transferred form ryan m, rph. Patient had double pump malfunction, stating it's saying no disposable, damp tubing. Advised pt to ensure that cartridge and tubing is intact. Patient was panicking, rightfully so, and was running around trying to get to emergency room, once patient was calm asked patient to remove cartridge and place cartridge back in and press start/stop. Patient stated infusion is back up and running, no changes in breathing, infusion was stopped for 20-25 minutes. Advised patient to restart at lower dose and titrate back up, pt stated she rather stay at the same pump rate/dose and wait and watch to see if she has any side effects. Patient verified understanding to call back immediately if any side effects do occur. Also advised patient to take it easy. Patient had no further questions and concerns at this time. Patient would still like both pumps replaced. Serial numbers for pump (B)(4). Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; reported to cvs/caremark by pt/caregiver.